Manufacturer narrative:
Updated information: b5 clinical narrative updated. D1 brand name updated. D3 MFR fax number updated. D4 catalog number, serial, and UDI numbers updated. H6 clinical code removed e0601. H6 med dev prob code removed a0709. H6 investigation findings added c19.

Event description:
Updated clinical narrative: (with aei). Following impella 5.5 support, the patient experienced intermittent placement signal not reliable alarms. Bedside echocardiographic evaluation demonstrated the impella 5.5 was positioned deep within the left ventricle. Under echocardiographic guidance, the device was retracted approximately 2.5 cm to a final left ventricular depth of 4.85 cm, resulting in immediate improvement in flows. The left ventricle remained distended and the impella 5.5 performance level was subsequently increased to p8, with improved flow and echocardiographic evidence of left ventricular decompression. Additional repositioning of the impella 5.5 was planned during ongoing support. Placement signal abnormalities may occur in the setting of device position and are not uncommon during mechanical circulatory support. During the hospitalization, a suspected pericardial clot was reported. No immediate intervention or removal was planned, and no additional information was provided regarding hemodynamic impact. It was noted that a few days following impella 5.5 explant, the patient developed drainage from the graft externalization site. Culture of the drainage was reported positive, and the patient was treated with antibiotics. The patient experienced a slight elevation in white blood cell count and fever; however, the clinical team did not consider the patient septic. It was noted that the patient experienced atrial fibrillation overnight. The patient subsequently underwent operative inspection and washout of the externalization site with antibiotic irrigation and further graft trimming. No re-sternotomy was required, and the graft remained attached to the ascending aorta. The patient tolerated the procedure well, responded to treatment, and was ultimately discharged to a rehabilitation facility. Previous patient case narrative: pre-procedure narrative: 71yo m with pmh of known cad (previous stents to the pda/rca in 2004) and gerd who presented to an osh on (B)(6) 2025 with complaints of chest pain that started 4 days prior then increased in intensity. Work-up on presentation noted elevated bnp of 867 and elevated troponins, he was transferred to ecu for further work-up of his nstemi. Initial echo at osh showed ef 40%. L/rhc on (B)(6) 2025 showed mvd (lm 90%, lad 99%, lcx 90%, and ramus 80%), ra 14, pa 54/29/dpcwp 30, ci 1.44, svr 1388, papi 1.8. An iabp was placed and patient was transferred to the cicu for further management of his ischemic disease can cardiogenic shock. Echo showed ef 20-25%, grade ii diastolic dysfunction, lvidd 5.3cm, mild mr, and normal rv function. He had new onset af with rvr requiring cardioversion x 2. CT surgery was consulted for surgical revascularization. Decisoin was made to proceed with CABG with planned impella placement with dr. Boyd. Post-procedure narrative: patient brough to the or today with dr. Boyd on iabp 1:1, no pressors/inotropes. Intra-op tee showed ef around 20%, mildly reduced rv, large la with evidence of smoke and a large left atrial thrombus. The chest opened, mammary/vein harvested. A 10mm x 30cm gelweave graft was anastamosed in an end to side fashion on ascending aorta. Patient was placed on cpb, left atrial appendage opened and large thrombus excised then appendage clip placed, CABG x 3 (lima to lad, svg to om1 and pda). Cross clamp removed, proximal vein grafts sewn. Graft tunneled via suprasternal notch and trimmed, axillary insertion kit utilized. Initial wireless attempt, but unable to cross aortic valve. Dr. Nifong scrubbed in, and proceeded with wired placement (0.035 straight on jr4, exchanged for 0.035j and pigtail, then 0.018). Impella prepped and backloaded advanced over wire into lv. Wire removed and pump started at 1530. Cpb weaned and impella flows titrated up. Final depth 5.0cm, appropriate orientation. Blue suture hub advanced and secured, yellow pin removed. Chest closed. A few suction alarms, but otherwise stable. Transferred to cvicu bed 208 on impella at p4 and epi 0.01mcg/kg/min. Case wrap-up: the patient was successfully weaned off impella. Dr. Boyd elected to remove the pump in the or. The graft was clipped and site was closed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Optical signal issue - data log review shows placement signal not reliable (psnr) alarms that occurred on complaint date but resolved. After cross functional review, no defect was found with the pump and the console is suspected of being the potential issue. Low or blocked pump flow -the cause of the low pump flow was the pump being in too deep which was a user related issue during implantation of the device. Device in wrong position - the cause of the positioning issue was user related due the initial placement of the pump being too deep. Patient codes - arrhythmia, infection, thrombosis, fever: the root cause of these injuries was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. Patient experienced delivery issues, optical signal issue, low pump flow, positioning issue, fever, infection and thrombus during impella 5.5 patient support. During the initial wireless attempt, the clinical staff were unable to cross the aortic valve. The doctor scrubbed in and proceeded with a wired placement. There were intermittent "placement signal unreliable¿ alarms. The placement signal returned but, but flows were lower than expected at p5. A formal bedside echocardiogram (echo) was done, and pump placement was deep. The pump was retracted under echo visualization 2.5cm, final left ventricle depth was 4.85cm. There was immediate improvement in flows. The patient had atrial fibrillation. The patient was febrile and was resolving on broad spectrum antibiotics and cultures were pending. There was a suspected clot. No immediate plans for removal of suspected pericardial clot. The impella was explanted. A few days following impella removal, the patient developed drainage from his graft site. It was cultured and positive, so he started on antibiotics. There was a slight elevation in white bleed cells, but the patient was not considered septic. He was eventually taken to the or for washout and inspection of his externalization site. It was cutdown on, washout out with antibiotic irrigation and graft trimmed further. No re-sternotomy was done and graft remained attached to ascending aorta. Ultimately, the patient responded well to treatment.